Event description:
The pt presented to cath complaining of chest pain. The angiogram showed re-stenosis of the middle left anterior descending artery, the lesion was treated 2 m0nths prior to this admission with a 3x23mm bx velocity. The re-stenosis was treated with balloon dilation. After the angioplasty, a dissection occurred proximal to the implanted bx velocity. A 3.5x14mm duraflex stent was implanted in the dissected area, but after the stent implantation, there was a plaque shift distal to the implanted stents. The report indicated that this second event was not treated. According to the report, the pt was scheduled to undergo further percutaneous coronary interventions, and the plan was to treat the lesion at that time.